Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. Reportedly, the pump was able to charge successfully using an alternate wall adapter. The customer¿s blood glucose was between 120-140mg/dl.